Event description:
It was reported that during the use of the product, the customer noticed the connection between the filter and the mating component(s) was loose, which caused unexpected disconnection and/or fluid leakage to occur. No patient injury reported.

Manufacturer narrative:
UDI, protocol # and device serial number/lot number are unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample photo was received for evaluation that showed the connector and flat filter of the third-party pump were disconnected. Although photos were provided, details about the poor connection were unknown and could not be investigated. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.